Event description:
The reporter stated that he had gotten the er1 message when he turned the meter on without a test strip inserted, and would not give any further detail. He stated that he was comfortable with the testing technique.